Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery, the polarstem fin stabilizer for 21000300 device snapped during use. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Additional information: d4 (expiration date), h4 (manufacturing date), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that during a total hip replacement surgery, the polarstem stem inserter device snapped during use. Patient was not injured as consequence of this problem. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the holding pin of the inner rod to the knob broke. The knob shows signs of use and the thread of the rod is damaged. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the event can be attributed to an unintended or off label use. The polarstem stem inserter (75004650) must not be hit, and it shall be used for the implantation of cemented polarstems only. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded. Corrected data: b5 (narrative updated), d1 (brand name), d2a/d2b (product code & common device name), d4 (catalog number, lot number & UDI number), d9 (device was returned to manufacturer), g4 (device has no 510k number associated).

Event description:
It was reported that during a thr surgery, the polarstem stem inserter device snapped during use. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.